Manufacturer narrative:
Internal file number - (B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The device was not returned for evaluation. It was reported that the balloon was inflated 2-3 times at 20 atmospheres (atm), which is above the rated burst pressure (rbp). It should be noted that the coronary dilatation catheters nc trek rx, instruction for use (IFU) states that the balloon pressure should not exceed the rbp. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional 4.5 x 15 nc trek device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery and the left anterior descending artery. A 4.5x12mm nc trek balloon dilatation catheter (bdc) was prepped, but not soaked in saline prior to the procedure. The bdc was inflated 2-3 times at 24 atmospheres; however, the bdc failed to deflate while in the patient anatomy. Negative was held for more than 60 seconds and a double negative was also applied; however, this also did not work. The bdc was successfully removed partially inflated. Additionally, a second unknown nc trek bdc was used in the procedure. The bdc was inflated 2-3 times at 20 atmospheres; however, the bdc failed to deflate while in the patient anatomy. There were no adverse patient effects. No additional information was provided.